Manufacturer narrative:
Livanova received a report stating that, during the procedure, the tip of the su-29602 suction sump cannula came off. No patient was affected. The complained cannula was not made available. However, a clear picture confirming the disconnection between spring inner tubing and connector was provided by the customer. The DHR review highlighted that the complained lot was released conforming to specifications. Review of the livanova complaint database identified in total 4 similar events related to this type of cannula. Based on the investigation of the other similar events, it cannot be ruled out that the root cause of the tip detachment is related to a manufacturing deviation during the assembly phase. To prevent reoccurrence, a CAPA project was launched. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device not available.

Event description:
Livanova USA received a report of atrasump tip disconnection during a procedure. There is not report of any patient injury.

Manufacturer narrative:
In the frame of the CAPA project, additional investigation of the bond between the connector and tubing has indicated a strength limit related to the adhesive bond between these components due to the design of the connector. To increase the tip to tube pull strength, design changes of the connector are under investigation. The risk remains in the acceptable region. Livanova will keep monitoring the market.investigation conclusion has been updated accordingly.

Event description:
See intial report.